Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the pump would stop filling at 9.8 units during the fill tubing process. Tandem technical support has customer attempt to redo the load process with the same process and had the same issue. Customer stated they would try a new cartridge. There was no reported impact to the customer's blood glucose level.